Manufacturer narrative:
The mayfield skull clamp was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the skull clamp has been inspected , it shows that the skull clamp's locking mechanism has axial movement and was not sent in for maintenance for five years. The axial movement is minimal and can't have caused the accident. The skull clamp has to be disassembled and deep cleaned . Afterwards the floating ratchet, the bearing balls and a few small parts need to be exchanged for the repair. The unit needs to be reassembled, including the readjustment of the locking mechanism and it must be marked with the instance number. The unit has to undergo the 1101 function test to finish the repair. Root cause - evaluation showed that the locking mechanism had slight movement and it hasn't been sent in for maintenance for five years. The axial movement is minimal and wouldn't have caused the reported condition. It is highly recommended that the mayfield device undergo yearly and routine preventative maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) slipped and caused patient laceration. The device was used to provide rigid skeletal fixation and to maintain stabilization while the patient was in prone position for the planned posterior cranial procedure. The consultant surgeon applied the skull clamp during the positioning phase, while the specialist registrar held the patient's head for support throughout the placement. The mayfield clamp was placed in the desired position, where the rocker arm was positioned on the patient's left side and the single pin holder on the right side of the patient's head. The consultant then rotated the index knob, thereby locking the rocker arm in place. The surgeon confirmed that the torque screw was set at 60 lbs. Of clamping force. The mayfield clamp was then threaded and secured onto the starburst fitting of the swivel adaptor and locked onto mayfield ultra base. Once all the fittings were secured, the registrar then removed his hand from supporting the patient's head, and as soon as this occurred, the upper side of the rocker arm slipped and created a 2 cm laceration on the patient's scalp. The bleeding from the scalp was controlled, cleaned and stapled. The mayfield was inspected and cleaned and was again placed with the rocker arm positioned on the right side of the patient's head. The same process and principles were applied, and this then stayed in place throughout the procedure for 1 1/2 hours. The planned procedure was carried out and there were no further complications or delays. The amount of delay is unknown.